Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to report return of bladder symptoms. Patient said has wet the bed twice in the last week and a half and has turned off the pads 4 -5 times a day. Patient also said that a couple of months before the revision surgery, noticed a return of symptoms however said that the symptoms slowly got worse and worse until patient is now wetting the bed again. Patient said that before the revision surgery started noticing return of symptoms and had x-rays which shown that the lead had come undone, enough to affect symptoms. When asked, patient said no changes to diet or fluid intake and hasn't had any falls or trauma. Patient said has had changes to two medications. Patient said that a manufacturer representative (rep) was present at the revision surgery, said that they spoke to the patient before the procedure. Patient had questions about the app and programming. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made an adjustment. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient said has next appointment with physician in december which said will be the first follow up since revision surgery. Patient was directed to provide update to managing physician.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/lot#: (B)(6), product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.